Manufacturer narrative:
(B)(4) information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. (B)(6).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the devices are leaking, losing pnuemo. There was no patient consequence. The case was completed with the devices. The devices were discarded.